Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and confirmed 319 errors. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that customer had a nonrecoverable 319 on their system. Customer stated they have power cycled the system 4 times including a hard power cycle with no change. System logs show 319 faults on the endoscope controller (ec). Customer verified the ec led is not illuminated. Technical service engineer (tse) had customer reseat the ec power cord, cycle the ec power switch and reseat the orange jumper at both ends and perform another hard power cycle with no change. Customer is not using the system today. There was no report of patient injury.